Event description:
It was reported that on (B)(6) 2020 a biozorb was implanted in a patient. The patient reported suffering from a hard, painful lump at the site of the biozorb device that affected her daily life, including making it difficult to lie down. The patient reported that ¨the biozorb migrated¨, causing further pain and leading to additional surgery to remove the biozorb device on or around july 10, 2020, this information could not be confirmed. No additional information.

Manufacturer narrative:
Device identifier: (B)(4). Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during the complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
After additional information review, it was reported that the patient is a 47-year-old female with a body mass index of 26.1 and 177 pounds, who was screen positive for a 4mm lesion of the left breast in the upper outer quadrant. She underwent a core biopsy on (B)(6) 2020; positive for invasive ductal carcinoma grade 2. On (B)(6) 2020, the patient underwent a left breast lumpectomy, sentinel lymph node/ deep axillary dissection, and biozorb implant. A breast specimen 6x6cm was removed with an additional deep margin. A sizer was used, and the defect was filled with a 2x3cm biozorb implant and sutured to the chest wall with 2-0 pds suture. Tissue flaps were raised superiorly and inferiorly and sutured to cross cover the implant. At the patient¿s 1 week post implant visit, on (B)(6) 2020, she complained of severe pain and left axilla swelling consistent with seroma. 100cc was aspirated. On (B)(6) 2020, the lumpectomy incision was clean and dry. A 2nd aspiration of the axillary seroma for 102cc was done with improvement. The patient underwent radiation therapy starting on (B)(6) 2020, ending on (B)(6) 2020; total left breast dose of 40.05 gy and tumor bed boost of 10 g. The notes indicate that the biozorb marker appeared to have migrated posteriorly, and the preoperative mammogram and post op seroma were used to mark for the boost dose. The patient experienced significant desquamation over the radiation site that was treated topically and resolved following boost completion on (B)(6) 2020. On (B)(6) 2020 (3 months post implant), the patient was seen by her surgeon for complaint of pain at the implant site that prevented her from sleeping on her stomach. She requested removal. On exam a mass at the insertion site was noted and was ¿very tender¿. The patient was already scheduled to have a drainage and cleaning (d&c) under anesthesia (for bleeding) and explant of biozorb was scheduled for the same anesthesia event on (B)(6) 2020. On (B)(6) 2020 at 3.5 months post implant an explant was done. 15cc of fluid was drained from a seroma cavity at the surgical site. The wound was closed in layers with 3-0 vicryl. Pathology: ¿left breast biozorb implant: fragments of fibroadipose tissue with foci of fat necrosis associated with fibrosis, hyalinization, macrophages, foreign body giant cell reaction and patchy mild chronic inflammation, negative for granulomas and malignancy.¿ the patient was seen 9 days post explant and had no complaints. Her incision was clean and dry/ healing well. She started on arimidex. On (B)(6) 2020, 8 months post implant her mammogram showed left breast post procedure architectural distortion with no evidence of malignancy. The patient attempted to use 3 different hormone blockers and on (B)(6) 2022, she declined continuation. At that same visit the patient continued to complain of severe axillary pain and was treated with gabapentin. An axillary MRI on (B)(6) 2022 was negative. Bilateral mammograms on (B)(6) 2022 and (B)(6) 2023, were negative for malignancy. The last report reviewed was on (B)(6) 2024, 4.5 years post implant and 4 years 2 months post explant. She remained negative for malignancy and there were no other related complaints recorded. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications.